Event description:
Subsequent to uneventful bilateral lasik surgery with the intralase fs laser, the pt's visual recovery has been delayed. Approximately six months postoperatively, secondary surgical intervention was performed in order to left and rinse the flap and suture the flap.